Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient experienced three infusion sets came off event on (B)(6) 2026.the patient replaced the infusion sets and resumed insulin successfully. No further information available.